Event description:
It was reported that during a scheduled vena cave filter retrieval, imaging demonstrated a filter limb was detached and embedded in the ivc wall. The filter was removed successfully without incident. There was no attempt made to remove the detached limb and it remains implanted. The pt was asymptomatic and reported no injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.